Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/18/1999- supplemental report # 1 sent to FDA.